Event description:
The manufacturer received information from a third-party service provider that a ventilator service required error code was found on the device's error log while performing preventative maintenance on a trilogy 202 device. There was no serious patient harm or injury that occurred or was reported. The was evaluated by a third-party service technician. The device evaluation found the error code oxygen blending module (obm) accuracy urgent service in the device's error log. The third-party service technician evaluated and found the obm printed circuit assembly (pca) board had caused this error code to occur on the device. The third-party service technician replaced the obm pca board to address the reported issue. Additional findings not related to the malfunction/issue the third-party service technician recognized damage to the handle. The third-party service technician replaced the handle to address this issue. After replacing all of the parts on the device, the third-party service technician performed testing on the device, which all testing had passed on the device.